Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarms error code 41786 after startup. Per reporter, turned off and turned on and it still alarms. Per reporter, this is a brand-new device. There was no patient involvement.

Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a depleted battery. As a result, the battery was charged for 250 hours and the software was updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.